Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: d9;g3; h2; h3; h4; h6visual evaluation of the returned product packaging/provided photo(s) identified damage to the sterile pouch. The pouch has also lost its vacuum seal. Sterility or breach thereof cannot be determined as no product packaging was not returned for evaluation. There is white debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Reported event has been confirmed.device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted item # 51-107120/ tprlc 133 mp type1 pps ho 12.0/ part # 6685764. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 - 01504.

Event description:
It was reported that the seal of the implant was not present. Air was noted in the bag of both implants. Implants were from the same loner set. Attempts have been made and additional information on the reported event is unavailable at this time.